Manufacturer narrative:
Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. The device was not returned for evaluation as the device remains implanted. A review of DHR, complaint history and associated risks was not performed due to limited information. The root cause was determined to be due to patient's condition. Journal article: de geest, thomas, vansintjan, pieter and loore, geert de (2013) direct anterior total hip arthroplasty :complications and early outcome in a series of 300 cases. Acta orthop. Belg., 79, 166-173. Foreign: the event occurred in belgium. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article "direct anterior total hip arthroplasty: complications and early outcome in a series of 300 cases", that patient underwent total hip arthroplasty on (B)(6) 2010. Subsequently, the patient underwent an open reduction internal fixation procedure due to a periprosthetic femoral fracture 3 months post op due to epileptic incident. Attempts have been made and no further information has been provided.